Manufacturer narrative:
The asp field service engineer (fse) replaced the vacuum pump, exhaust filter and housing. The fse also replaced the catalytic converter filter to resolve the issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and the health hazard evaluation. The DHR (device history review) for sterrad 200 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend of haze/oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. The fmea (failure mode effects analysis) was reviewed. All risk priority number scores for the failure of this part are below 100 and thus considered low risk. The hhe (health hazard analysis) relating to haze / oil mist is low risk. The oil mist filter was returned, tested, and failed the oil mist test. The reason for return is confirmed. Based on the findings and replacement of the oil mist filter by the fse, the issue for haze/oil mist was resolved.

Event description:
An asp field service engineer reported that while performing a planned maintenance, oil mist was found emitting from the exhaust filter. There are no reports of harm or injury to any healthcare worker.